Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of slow printing, errors generated and overheating, though the overheating was unable to be replicated and was only confirmed through the logs. It was additionally noted that the system fan was very loud and ran at a slower speed than what was considered normal operation, there was a broken keyboard latch and the programmer came in without a stylus. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer was overheating, printed very slowly and would sometimes generate error messages at start up. The programmer was returned for service. No patient complications have been reported as a result of this event.